Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer's site to further investigate the reported complaint. The fse replaced both endoscopes involved with the complaint via the advanced exchange program. Following this, the system was further tested and verified as ready for use. Intuitive surgical, inc. (Isi) received two endoscopes with serial number (B)(4) and (B)(4) for evaluation. Investigation of both endoscopes confirmed the reported issue. During investigation of both endoscopes, failure analysis found binding with the camera instrument adapter. The root cause of both failures are attributed to mishandling and misuse. A review of the instrument log confirmed usage of both endoscopes on (B)(6) 2022 using system (B)(4) matching the customer reported event. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: this complaint is being reported because the customer converted to a laparoscopic procedure after the start of the procedure. The reporter indicated that they experienced endoscope issues on two endoscopes and they were unable to replace to a third backup. The surgeon decided to convert to laparoscopic procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the image orientation of the displayed image was suddenly inverted while using the 30 degree endoscope plus. The operating room (or) team switched to another 30 degree endoscope plus; however, the image orientation issue did not resolve. The or team pressed the emergency stop button and then contacted intuitive surgical inc. (Isi) for troubleshooting. The isi technical support engineer (tse) instructed the nurse to reseat the sterile adapter and install the endoscope on another universal surgical manipulator (usm) arm. After doing so, the caller indicated that the issue persisted. The tse instructed the caller through a series of troubleshooting steps (rebooting the system including emergency power off and switching the circuit breaker, rotating the endoscope base until the correct orientation was displayed on the screen, and pressing the clutch button on the usm arm that was holding the endoscope, and endoscope reinstallation) but without success. When asked if noises were heard or if variable friction was observed while rotating the endoscope, the caller confirmed there was not and clarified the endoscope was not easy to rotate. Since the or team did not have a third endoscope to use, the surgeon decided to convert to a laparoscopic surgery. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.